Event description:
It was reported that during medical checkup about 2 months post subject stent implantation procedure for tae trans arterial embolization for right ic internal carotid cavernous aneurysm, there was delayed rupture on the subject stent. Since the grade was not bad, the patient is currently undergoing angiography at another hospital for follow-up. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The device has been implanted. There were no difficulties encountered during the stent implantation procedure. The issue was noted during medical checkup post procedure. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization. The physician does not allege any malfunction or nonconformance against the device. In the case of this complaint, there were no difficulties encountered during the stent implantation procedure to have caused the rupture and the physician does not allege any malfunction or nonconformance against the device, therefore an assignable cause of anticipated procedural complication will be assigned to the as reported ¿patient vessel perforation¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.